Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020: the dislocation was of mechanical characteristics but it is not possible to rule out infection or superinfection by a professional pathogen such as enterobacter cloacae. Doi: (B)(6) 2020, affected side: left hip.